Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2013-04784. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with laparoscopically assisted vaginal hysterectomy with bilateral salpingo oophorectomy due to dysfunctional uterine bleeding. It was reported that following insertion the patient experienced urgency and incontinence. It was reported that the patient underwent abdominal sacral colpopexy on (B)(6) 2011 and laparoscopic repair of incarcerated spigelian hernia with mesh on (B)(6) 2012. (B)(4).

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic organ prolapse. Following insertion of the device, the patient experienced pain, erosion, recurrence, dyspareunia, vaginal scarring, and urinary, bowel and neuromuscular problems. It was reported that the patient had an abdominal sacral colopexy on (B)(6) 2011. (B)(4). This is one of two medwatches being submitted. See also medwatch 2210968-2013-04784. The same patient is represented in each medwatch.